Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticmo12.1 implantable collamer lens, -18.00/+2.5/090 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#:(B)(4).